Manufacturer narrative:
(B)(4). Concomitant medical products - item: 00-1200-3503, 90 degree locking cannulated child blade, 40mm x 6mm x 3-hole, lot: unknown; item: 00-0903-2522, 3.5mm self tapping cortical screw, t15 hex, size 22mm, lot: unknown; item: 00-0903-2520, 3.5mm self tapping cortical screw, t15 hex, size 20mm, lot: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it has been discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the planned removal of a femoral blade plate and three screws, it was discovered that the middle screw was cold-welded to the plate. The surgeon attempted to remove the screw with two different drivers and a broken screw removal kit but was unsuccessful. He then used a burr to remove the head of the screw and was able to remove the plate. The wound was irrigated with saline to remove the metal shavings. The malfunction added thirty minutes to the patient's surgery time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: h6 updated method 4110 and 4114. H6 updated results 3211. H6 updated conclusion 4315. Reported event was unable to be confirmed as the device was not returned for evaluation and no photos were submitted for evaluation. The lot number was not provided. Root cause was unable to be determined as the information to adequately investigate the reported event was not provided.